Event description:
The following was reported to hamilton medical ag (translated from german): p&t encoder getting stuck in. When encoder is pushed in it will not release to its original position. No patient involvement.

Manufacturer narrative:
P&t encoder was exchanged and the device functioned as intended. Hamilton medical ag case number is: (B)(4).